Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to an unused, migrating pulse wire in ECG "c" piercing into and shorting -5v wire. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a belt ECG's were non-functional.